Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital with fatigue. Upon investigation, the device was unable to be interrogated via inductive and radiofrequency. Premature battery depletion was alleged to be the cause of the event. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of no inductive telemetry and no rf telemetry were confirmed. The reported event of premature battery depletion was not confirmed. The device was received with no telemetry communication and no output. A visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. A hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.